Event description:
Additional information received from the representative reported the source of the electric shock was that the patient was making coffee with her wet hands and touched the electric boiler, per the information so far from the patient and her father. After follow-up reprogramming, there was no problem found or occurred and she was now totally doing well.

Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 3387, serial# (B)(4), implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported via the company representative (rep) that the patient got electric shocked two weeks ago. There were no signs of any changes after that but a few days ago the patient and her father noticed some muscle spasm of the right side occurred along with difficult to walk and speak. The patient called the hospital and saw her doctor to check all the implantable neurostimulator (ins) circuits but nothing was wrong with it. No short or open circuits. Overall the doctor adjusted the setting only for the left brain and the patient got much better after that. The doctor also sent the patient for a CT scan to re-check everything, and nothing has changed or occurred. The device remained implanted.